Manufacturer narrative:
(B)(4). The injection port with the locking connector was returned for evaluation. Note that the tubing strain relief was not returned. Upon visual inspection, it was noted that the actuator ring was in the locked position, the hooks were deployed, and the locking connector was in the locked position. Biological debris was observed around the actuator ring and hooks. Microscopic evaluation, showed punctures on the septum. Dimensional analysis was performed and the connection tubing are meeting specification. It is noted that the product's instruction for use (IFU) provides specific instructions regarding the connection method and adequate grasp method for the port positioning and connections. It was therefore tentatively concluded that failure may have resulted in improper connection of the tubing to the port. Our investigations concluded that the device was manufactured to specifications and met all release criteria. No relevant discrepancies were noted during manufacturing process. A 100% inspection occurs prior to device release.

Event description:
It was reported by the consumer's spouse that post implant a realize adjustable gastric band, the port and band tubing became disconnected and this was discovered during a band fill under fluoroscopy. A port revision has been scheduled. Exact date unknown.

Manufacturer narrative:
(B)(4): information unavailable. Device remains implanted.